Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the retractor tore in half. A new one was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Retractor torn. The analysis found that device (a) was returned in good visual condition; however, only the retractor was returned. Due to the complete device not being returned, no testing could be performed. Visually the retractor did not appear to have been torn. The event described could not be confirmed as the device performed without any difficulties noted. We have documented the circumstances as they were reported to us. The analysis found that device (b) was returned with the retractor torn. Due to the condition of the returned device, no functional testing could be performed. The reported incident was confirmed however, how the damage occurred could not be ascertained. We have documented the circumstances as they were reported to us. Batch history review has been completed with no anomalies reported.

Event description:
On september 13, 2010, the lay-user/patient alleged that a one touch ultra meter had an "ER" issue while speaking to a medical surveillance specialist (mss). The patient tests her blood glucose twice a day. She manages her diabetes with oral medications and insulin. It is unknown what date/time the alleged issue began. The patient alleged that whenever she inserted a test strip into the meter, the device displayed an "ER" message. The patient could not recall what specific error message or number appeared. The patient claimed that she was unable to test her blood glucose "for some time" due to the reported issue and as a result, she allegedly developed symptoms of shakiness and agitation. The patient denied that she received treatment because of the alleged issue. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.